Event description:
There was noise on the rv channel. The physician attempted to extract this lead but was unable to remove it due to stenosis. The lead was capped and replaced. Should add'l info become available, this file will be updated.